Event description:
Device issue: none. Adverse event (ae): neurological deficit. Time of ae: post procedure. It was reported via trial that on (B)(6)2010, one day post successful xact stent implantation in the left internal carotid artery, the pt experienced a mild right facial droop that was improving the same day and the pt was discharged to home. At a follow-up visit on (B)(6)2010, the facial droop had resolved. The duration of the deficit is unk. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The reported neurological deficit/dysfunction is a known adverse events listed in the xact instructions for use. A conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined. However, there is no indication of a product quality deficiency with respect to manufacture, or design.